Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 440 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer also reported comprised sensor system alarm. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm compromised forced sensor alarm due to motor error alarm. Pump passed displacement test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with corroded battery tube, cracked battery tube thread, broken belt clip slot, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.